Event description:
It was reported to boston scientific corporation that an orise proknife was used in precancerous lesion during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. During the procedure, the tip broke off after 3 hours of use with cautery. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a0501 captures the reportable event of electrode detachment. Block h10: investigation results: the returned orise proknife was analyzed, a visual evaluation was performed and it was noted that the electrode had detached from the distal tip, and was not returned. No other issues were noted. Based on all available information and the condition of the returned device, it is likely that procedural factors, such as the length of time used (event description states the event occurred 3 hours into the procedure), power settings required, handling technique, and/or tissue composition resulted in the electrode damage, and subsequent use of the electrode resulted in the detachment. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in precancerous lesion during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. During the procedure, the tip broke off after 3 hours of use with cautery. The procedure was completed with a different device. There were no patient complications reported as a result of this event.